Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25160. It was reported that the atrial and right ventricular leads exhibited increased capture thresholds over time. The physician opted to cap and replace the leads on (B)(6) 2021 during routine device change out procedure. The patient was in stable condition before, during, and after the procedure.